Manufacturer narrative:
Additional information received reported that a stent was placed in the lad lesion and the physician advanced a second cougar into a diagonal branch to protect the vessel. After stent deployment the physician attempted to remove the diagonal wire and the very tip of the wire came off and was trapped between the vessel wall and stent. The wire was unable to be removed and remains trapped between the stent and the intimal lining. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guidewire was intended to be used during a procedure for a lesion located in the mid lad, exhibiting no tortuosity, mild calcification and 100% stenosis. No damage noted to packaging. No issues noted when removing device from packaging as per IFU. Device was inspected and prepped per IFU without issue. Device tip was formed by the physician. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was felt and excessive force was not used. It is reported that the device detached in vivo. The very tip of the wire came off and was trapped between the vessel wall and stent. No patient injury reported.

Manufacturer narrative:
Product analysis: the wire exhibited damage to coils 2cm and 5mm proximal to the first joint, it appears that the wire was torqued resulting in damage to the distal coils. The coils bunched up proximal to the first joint. The distal tip is missing. The coil wire distal tip is stretched, and the inner core and ribbon wire exposed. Close visual inspection under magnification detected the ribbon normally glued to the core wire. The inspection detected a broken coil wire and broken distal ribbon, some twisting was noted to the ribbon. The full length of the wire returned measured 190cm, although the tip ball was missing. Cine analysis: cine review indicates that the tip of the guide wire became entangled with the stent. Upon removal of the guide wire the radiopaque tip coil portion of the guide wire was separated from the guide wire core. If information is provided in the future, a supplemental report will be issued.